Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 10/22/2015, to report that on (B)(6) 2015, after sensor deployment, when the sensor applicator was removed from the sensor pod the cannula had detached and was in the patient's arm. No additional event or patient information is available. The complaint device was not returned for evaluation. It was stated that the sensor was inserted at the patient's arm and that they are under two years of age. It should be noted that the dexcom users guide for pediatrics states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. Additionally, it states: sensor insertion site for pediatrics is the abdomen and upper buttocks. The reported complaint of the cannula detaching and remaining in the skin at insertion site cannot be confirmed. A root cause cannot be determined.